Event description:
The customer complained of erroneous low results for 1 patient sample tested for c-reactive protein gen.3 (crpl3). The date of event was not provided. It is not known if the erroneous results were reported outside of the laboratory. Clarification has been requested. The initial crpl3 result was < 0.41. The repeat result was 6. The unit of measure was not provided. No adverse event was reported. Clarification has been requested. The crpl3 reagent lot number provided was "1". The expiration date was not provided. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. It is noted that the customer has had previous pre-analytic issues related to gel tubes.

Manufacturer narrative:
The customer indicated that erroneous results were not reported outside of the laboratory. No adverse event occurred.

Manufacturer narrative:
This event occurred in (B)(6).